Event description:
The complainant reported that the patient implanted with an impella 5.5 support experienced sinus tachycardia requiring defibrillation. Additionally, a stroke code was called though a CT was performed and showed no signs of bleeding. It was further reported that the patient had hematoma near the impella access site and therefore, heparin was withheld. The patient's family decided to withdraw care, and the patient expired.

Manufacturer narrative:
A4 and a5, race, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿